Manufacturer narrative:
Batch review performed on 19 july 2024. Lot 2307537: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 8 months after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the liner (+0mm to +6mm) and the surgery was completed successfully.